Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that they were not able to successfully calibrate the touchscreen. In a good faith effort (gfe) response from the customer, it was confirmed that a replacement touchscreen part was ordered and had been replaced in the device. The device was confirmed to be working following the touchscreen part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.